Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep; "called asking that this rental unit be replaced, unit stopped on pt and were not able to get unit restarted. She noted that condensation was going up the airway sense line and map was "fluctuating wildly" and couldn't get a stable reading. She also stated that this was the second time this had happened. Pt was these settings that she knew of: map 15 hz 3-5 it33 and unknown delta p. Pt was hand-bagged and placed on their own unit with no adverse reaction to the pt." The following description of the event was reported to viasys via a letter from the user facility in response to a letter sent by viasys requesting additional information; "it would not hold paw & amplitude settings fluctuating a lot there was condensation noted in airway press. Sensing line".